Event description:
Caller tested 4.3 inr on the coaguchek xs system and 3.1 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.